Event description:
As reported: "while drilling t2agt distal oval hole, the drill was going through the screw hole but the drill was not advancing properly, and the drill tip broke off when the physician changed direction and advanced the drill. The tip of the drill remained in the patients body."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "while drilling t2agt distal oval hole, the drill was going through the screw hole but the drill was not advancing properly, and the drill tip broke off when the physician changed direction and advanced the drill. The tip of the drill remained in the patients body."